Event description:
The customer alleged they received a questionable phenytoin result on their c501 analyzer for one patient. The units of measure were requested but not provided. The patient's initial phenytoin result was 0.0 accompanied by a data flag. The repeat result was 24.7 accompanied by a data flag. Information on whether either result was reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The phenytoin reagent lot number was 681554. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. Additional details were requested but not provided. The reaction monitors provided for investigation indicate a possible proe- analytical issue as no sample was pipetted.